Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had the power-on electrical test failed, and the code #3 error occurred and turbo compressor is broken. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address, event site address line 2, event site city), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed reported. Balloon counter pulsation pressure could not be started, the maintenance mode detected that the compressor had no pressure and no speed, and the pneumatic performance test failed. The turbo compressor is broken. The fse replaced the turbo compressor and unit passed the pre-use inspection. The unit passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.